Event description:
During sinus surgery and repair of csf leak noted stenberger bipolar and endo pen trial (neuro) #700986s had the tips burned. Both instruments with burned tips were removed from the field. The esu console was set at 45. The rest of the surgery the regular bipolar forceps were used with the same esu console (with the settings of 30) and worked fine.